Event description:
End user's wife states "while using this product her husband has been diagnosed with 2 utis by his urologist and thinks that it is due to these ongoing issues with this product that the catheters are to blame for those utis."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).